Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient reason vision out of focus. Clinical reason being mentioned as iol (intraocular lens) rotation 90 degree after surgery x 2. The iol was explanted and exchanged for an unknown monofocal lens in the secondary implant procedure. Additional information has been requested.

Event description:
Additional information has received it states that the patient experienced significant inflammation and iop(intraocular pressure) elevation after the lens exchange. Doctor informed patient had iol rotation twice. He underwent 3 surgeries and 15 post-operative visits with significant elevation of intraocular pressure (iop) at times and need for additional medications. The issues eventually resolved without any apparent permanent damage. The prognosis was excellent. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information has been provided in b.5., b.6., h.6. And h.11 the manufacturer internal reference number is: (B)(4).